Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cable was damaged. The plug harness assembly was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the cable was deteriorated. There was no harm or delay reported. Investigation found there were exposed wires. No adverse event was reported as a result of this malfunction.